Event description:
The reporter stated that a patient had a lower extremity surgical procedure in (B)(6), 2012 for an ankle arthrodesis. The patient had a lot of pain following the procedure, and upon follow up x-ray, the surgeon believed that a few of the screws were too long. The procedure was revised on (B)(6), 2012 to replace some of the screws. When the surgeon was removing the implanted screws, the connection between the screwdriver and the screw head was not tight and the head of the screw was shearing off. The surgeon was able to remove the screws by applying force.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.